Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as patient made a mistake by continuous ambulatory peritoneal dialysis (capd) being performed without proper training. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancogen injection 1gm intraperitoneally (frequency and duration not reported), for the peritonitis event. The patient was reported to be recovering from the peritonitis event and dianeal therapy was ongoing. It was unknown if the patient was retrained in proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.